Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed the sheath was kinked. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section, and was kinked, entangled with the wire, twisted, and torn. Microscopic inspection revealed the guidewire exit port and tip were in good condition. Impedance testing showed an electrical open at the proximal end of the catheter which x-ray images showed was due to a broken coax cable at 140 cm to 150 cm. Functional testing with the wire could not be performed due to the condition in which the device was returned.

Event description:
Reportable based on device analysis completed on 04 dec 2023. It was reported that visualization issues occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. Upon pullback, the image was lost. Another of the same device was used to complete the procedure successfully. No patient complications were reported. However, device analysis showed that the imaging window was detached, twisted, and entangled with the wire.